Event description:
The patient had additional symptoms of ¿his face burning in the sun, going in the shade he would feel cold, he got sick¿. The patient also stated his ¿kidneys shut down and he couldn¿t go to the bathroom¿.

Event description:
It was reported that the patient had their pump increased on (B)(6) 2014. On (B)(6) 2014, the patient stated they had a hard fall and was having symptoms of ¿difficulty concentrating, nausea, sweating (diaphoresis), anxiety and confusion.¿ the patient went into the ER on (B)(6) 2014. The result of the evaluation was unknown and/or if any treatment was given. It was noted that a dye study, rotor/roller study and x-rays were done. The physician was able to aspirate what he thought was out of the catheter access port (cap), only 0.2ml of clear fluid. He then injected dye into the cap and was unable to see any dye pass through catheter nor able to see dye near or around pocket site or pass out of the cap. The pump system was delivering baclofen and morphine. The patient¿s status at the time of event was ¿alive-no injury.¿ additional information received reported that was being referred to implanting surgeon for follow up dye study with possible catheter/pump revision. It was noted that nothing could be confirmed via x-ray. The pump was running at minimum rate, the issue had not been resolved. The patient was alive and stable with increased back pain. It was reported that prior to the fall when the medication in the pump was increased the patient reported they got really weak in their legs and a lot of diarrhea. The patient had fallen over sideways and hit their head on cement and got a concussion. The patient thought they fell because their pump had stopped working. After the fall the patient ¿locked up¿ (couldn¿t have a bowel movement) for 8 days. The patient could not urinate and used a catheter. The patient was able to urinate and on the day of report the patient had their first bowel movement that was not difficult. It reported that during the dye study the contrast would not go through the ¿output port.¿ the rotors would not turn in the pump. It was stated that the ¿doctor determined pump was dead.¿ the doctor prescribed oral morphine and oral baclofen. The patient was getting their pump replaced on (B)(6) 2014 and they are going to look at the catheter during the procedure to determine if that needs to be replaced also. It was noted that while the pump was working it made a significant change in the patient¿s daily life. Additional information received reported that the dose was set to minimum rate. The physician replaced both the pump and catheter. No abnormalities were seen during the case. The catheter and pump were still connected securely and the catheter was in the intrathecal space. (No patient outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly. The catheter body was torn or broken at or after explant and did not affect infusion.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4) .if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).